Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that the pilot guide wire was engaged in the distal rca. As it went into a small lateral branch, a perforation occurred. The lesion was then dilated with an esprit dilatation catheter and a pixel stent was implanted as an intervention. The bleeding stopped and the procedure was completed. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion - quality engineering was unable to determine a root cause for the perforation as the device was not returned and therefore, was unable to be investigated. Perforation is a known adverse event related to guide wire usage as listed in the instructions for use.